Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(6)

Event description:
It was reported the patient had radiation for spine metastasis and developed a breakdown and subsequent infection over the area of the catheter. The patient did not develop meningitis. The date of onset/ diagnosis of infection was ¿a week and half ago.¿ the patient experienced drainage and incisional wound opening along the catheter track. A culture was taken from the catheter site at the back. The type of organism cultured was unknown. The patient had an area of breakdown and suspected infection derided and the catheter was cut during that procedure. The catheter was cut and 43 centimeters were removed. Treatment instituted for infection was unknown. The patient then had pain return. Perioperative antibiotics were administered. A partial explant of the catheter was done on (B)(6) 2014. It will be replaced in the future. The spinal portion remains in place, but tied off. The pump remains in place. Patient status at time of this report was alive - no injury. The patient outcome and resolution of the infection were unknown. The pump was delivering hydromorphone, bupivacaine and clonidine.